Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Complaint description: medical records received 09-08-17. Revision due to loosening of the tibial component at the cement to implant interface. Legal medical records 9-7-2017 reviewed. Primary operative notes (B)(6) 2010 indicate the patient received a left total knee replacement due to degenerative joint disease. Revision operative notes (B)(6) 2015 indicate the patient received a revision of left tibial component and insert due to a loose tibial component. Operative description reveals upon entering the joint, no evidence of infection noted. Gentle use of an extractor device to remove the tibial component with virtually all the cement in the undersurface and minimal bone removal. The stem as a whole was visualized. Procedure completed without indication of complication by surgeon. Please note, the medical records provided were very minimal and only included the primary note, revision note and sticker sheet of primary implants. Updated 10-5-2017. Investigation method: no device associated with this report was received for examination. A complaint database search found one additional report ((B)(4)) against the provided sig mod tib tray cem cocr 4 product code 15814000, lot number 3126468 combination. The additional report was for a patient being revised to address infection, and is not considered related to the current reported event of a patient experiencing loosening. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on the inability to find any additional related reports against the remaining product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: revision due to loosening of the tibial component at the cement to implant interface. Doi: (B)(6) 2010; dor: jul 21, 2015; left knee. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 09-08-2017. Revision due to loosening of the tibial component at the cement to implant interface. Legal medical records 9-7-2017 reviewed. Primary operative notes (B)(6) 2010 indicate the patient received a left total knee replacement due to degenerative joint disease. Revision operative notes (B)(6) 2015 indicate the patient received a revision of left tibial component and insert due to a loose tibial component. Operative description reveals upon entering the joint, no evidence of infection noted. Gentle use of an extractor device to remove the tibial component with virtually all the cement in the undersurface and minimal bone removal. The stem as a whole was visualized. Procedure completed without indication of complication by surgeon. Please note, the medical records provided were very minimal and only included the primary note, revision note and sticker sheet of primary implants. Updated 10-5-2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.